Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the 35ml luer lock tips are breaking. Some in pieces and some completely at the connection to the syringe barrel. The problem has caused medication waste. The medication used at the time of the breaks is variable but most commonly is cefazolin, ceftriaxone, or cefepime. There has been no patient or user harm associated with the breaks. They use b braun¿s red tamper evident cap to cap these syringes.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on april 28, 2021. Sample analysis could not be performed as no photos or physical samples were received for evaluation. Asa result, the reported condition could not be confirmed, and the root cause could not be determined. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. We will continue to monitor customer complaint and feedback notifications for adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.